Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported "rupture" and "smaller and not as full". Healthcare professional later reported "deflation". This record is for the left side. Device has been explanted.